Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The console was tested and the issue with properly detecting the purge pressure disc was reproduced, and purge retainer was confirmed to be broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller had a broken purge clip. No patient involvement was reported.